Event description:
It was reported that a right atrial lead failed to sense during its implant procedure on (B)(6) 2021. The lead was replaced with another one during the same procedure. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.